Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalized high readings. The customer's blood glucose reading was 540 mg/dl. The customer stated that she was hospitalized for diabetic ketoacidosis. The customer was treated at the hospital with insulin shots. The customer was not sure if her sensor was giving alerts. The customer did not troubleshoot for high readings.